Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was stuck in the header of the device and was damaged. The lead was surgically abandoned and replaced without incident. No adverse patient effects were reported.